Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with their onetouch ultramini meter in that it displayed a message specifically ¿high ¿ no reading¿. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified). The patient manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management routine after the alleged issue began. The patient claimed that he experienced symptoms of ¿blurry eyes¿ approximately 2 weeks after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the device. The csr was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.